Event description:
The customer reported being in the emergency room with high blood glucose over 500mg/dl and was treated with a manual injection, an insulin drip, and some nausea medication. The customer experienced nausea, vomiting, excessive thirst, excessive urination, abdominal pain and ketones. Troubleshooting was declined as customer did not feel well at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.